Event description:
It was reported the patient presented to clinic alleging a shock. No recent shocks noticed but there were multiple events from a 2-day period in (B)(6) 2010. Tech services said the device exhibits normal behavior. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.